Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose was unknown. It was reported that the screen was foggy and makes it difficult to read the screen, metal contact that connects to the battery was broken, back light was not working, the customer hear unusual noise different from normal rewind noise. The insulin pump was rewinds slower than it has in the past. Buttons was not always responding, they need to press 1 to 2 times and they has miss entered info as a result. The insulin pump has lost settings during battery change, batteries out less than 5 min, time and date reset. The customer declined the technical support. The insulin pump will not be returned for analysis.